Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim leakage of blood and other fluids from smartsite bi extension.

Manufacturer narrative:
No 20019e7ds sample was available for investigation. The customer reported that the affected sample was from lot ta240287 and there was "leakage of blood and other fluids from smartsite bi extension." As part of the investigation, the customer provided photographs of the affected sample and analysis of the photograph confirmed the customer's experience; the smartsite appeared ovalised. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta240287 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7ds set in the past 12 months.

Event description:
No additional information